Manufacturer narrative:
The elecsys hcg+beta lot number is 77493001 and the expiration date is 30-jun-2025. A field service engineer (fse) determined that the sample probe voltage was within acceptable limits but needed to be adjusted. The bead mixer also needed to be adjusted. The fse made adjustments to both and completed a precision check that was passed. A general reagent problem was not present because the qc was within range prior to the event. Due to limited information, a pre-analytical issue is also not excluded. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas e 411 analyzer (rack system). The initial result was >10000 miu/ml with a data flag and was undiluted. The 1st repeat result was 5090 miu/ml with a data flag on (B)(6) 2025 after dilution of 1:100. The 2nd repeat result was 98113 miu/ml with a data flag on (B)(6) 2025 after dilution of 1:50. The 3rd repeat result was 96615 miu/ml with a data flag on (B)(6) 2025 after dilution on 1:100. All results were from the same sample. The 2nd and 3rd repeat results were deemed to be the correct results. A new sample was drawn from the same patient on (B)(6) 2025 and the initial result was >10000 miu/ml with a data flag and was undiluted. The 1st repeat result was 86340 miu/ml with a data flag after dilution of 1:50. The 2nd repeat result was 83694 miu/ml with a date flag on (B)(6) 2025 after dilution of 1:100. A dilution of 1:50 is not a recommended dilution factor. Per product labeling, the recommended dilution is 1:100.